Event description:
Customer reports the sys was intermittently displaying a communication failed message on the c-arm control panel and that the system was rebooted to continue use. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on ps1 was evaluated and readjusted. The sys was tested and found to be working as intended and returned to svc.